Event description:
Complainant alleged that during a routine shift check of the device by a medic, the pacer rate could not be raised. The complainant indicated that there was no pt involvement in the reported malfunction.